Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a serrato polyaxial screw fractured post-operatively. The patient is experiencing back pain, however, there are no plans for revision at this time.

Manufacturer narrative:
Dimensional, material and functional analysis could not be performed as the device was not returned. However, an x ray was provided and it was confirmed that the screw fractured at the shaft. A review of the device and complaint history records could not be performed as a valid lot code was not provided and could not be obtained. As the screw was not returned, a definite root cause cannot be determined. As the patient's activity level is unknown, excessive post op activity level or not following the surgeon's recommendations could have contributed to the event. Other possible root causes include excessive torque on the device, poor fixation construct, and/or improper rod bending.

Event description:
It was reported that a serrato polyaxial screw fractured post-operatively. The patient is experiencing back pain, however, there are no plans for revision at this time.